Event description:
It was reported that during a gastric bypass procedure, the device was closed on the stomach and fired uneventfully. The firing trigger opened but the jaws remained closed. The surgeon attempted twice to get the jaws open but they would not release. Another device was used to excise the tissue and jaws. It is unk which reload was being used. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.